Event description:
Patient had called in regarding an issue with the homechoice while in the hospital. The patient mentioned that he was in the hospital with peritonitis. The issue with the machine was resolved over the phone. On (B)(4) 2012, product surveillance contacted the peritoneal dialysis nurse regarding this patient. The nurse reported that the patient was diagnosed on (B)(6) 2011 with peritonitis and was hospitalized the same day. The patient was discharged on (B)(6) 2011. The patient was treated with antibiotics and has continued peritoneal dialysis therapy. The cause of the peritonitis is unknown but the nurse did not think it was caused by baxter products or the therapy itself. The patient is recovering. No further information was given at this time.

Manufacturer narrative:
(B)(4). As the date of onset of this peritonitis episode is unknown and patients discard supplies after each therapy, the sample was not requested. Should additional information become available, a follow-up report will be submitted. This is report 2 of 2 for this event of peritonitis.

Manufacturer narrative:
(B)(4). This complaint for peritonitis is not confirmed. A root cause could not be determined. A batch review was conducted on potentially associated lots and no issues were found related to the reported condition during the manufacturing of those lots. Baxter has conducted a trend review and found that similar reports have been received for the reported problem. This issue is being investigated through CAPA.